Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent thrombosis occurred. In (B)(6) 2016, the 90% stenosed, 20mmx5mm de novo target lesion was located in the moderately tortuous proximal right coronary artery (prca). Following predilation, a 4.00x20 synergy&#10244;rug-eluting stent was implanted at 16 atm and post dilation was performed with 0% residual stenosis. Subsequently, after stenting, a thrombotic occlusion in the prca was confirmed by contrast radiography. An intra-aortic balloon pump and anticoagulation therapy were used. Flow was improved so treatment was completed. No further patient complications were reported and the patient's status was stable.